Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter first displayed inaccurate results at 9:30pm on (B)(6) 2015; although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He claimed that at an unknown time on (B)(6) 2015, after obtaining alleged inaccurate results, he ate "less food/drink". He reported that about two and a half hours later, he developed a "seizure". He claimed that the emergency medical services (ems) was contacted and a blood glucose result of "32 mg/dl" was obtained on the ER/hospital meter. He reported that he received treatment from a healthcare professional (hcp) of "food and/or drink" at 10:30pm on (B)(6) 2015. He claimed that at 11pm on (B)(6) 2015, he obtained alleged inaccurately erratic results of "125, 135, 156, 159, 154, 99, 166 and 181 mg/dl" on the subject meter, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. From the comparison provided, there is no evidence that the subject meter malfunctioned. However, this complaint is being reported because the patient claims he received inaccurate erratic results, administered less food/drink based on the results, and reportedly developed symptoms suggestive of an acute diabetes excursion requiring hcp intervention, after the alleged meter issue began.